Event description:
Information was received that the patient is currently doing well and the nurse stated that diagnostics are good that the patients sometimes has clusters. The vns has improved his seizures above baseline. It was stated that was all of the information the physician is willing to provide. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a recent episode of cluster seizures and the patient was taken to the ER. The mother of the patient believed the vns was not working since the stimulation usually causes voice alterations and the patient was no longer having voice alterations, and the patient also was no longer feeling magnet stimulation. The patient's generator was checked at the time and found to be functioning as expected. No additional relevant information has been received to date.